Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The patient was using an omnipod 5 insulin pump at the time of the event. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient was at school when her cgm displayed a ¿high¿ glucose alert. She felt tired and consulted the school nurse who performed a fingerstick blood glucose (fsbg) meter, which showed 555 mg/dl, and administered 2.5 units of insulin (unspecified if via injection or her pump). A subsequent fsbg measurement showed a decrease to 82 mg/dl; however, the cgm continued to display ¿high.¿ due to this discrepancy, the school nurse contacted ems, and the patient was transported to the hospital. Upon arrival at the hospital, an fsbg measurement again showed 555 mg/dl. According to the patient¿s mother, the healthcare provider was unable to explain the discrepancy between the earlier low fingerstick value and the persistently elevated glucose levels following insulin administration. The patient received IV fluids, and blood glucose was monitored approximately every 20 minutes; specific values were not recalled. Once the blood glucose level decreased to 122¿mg/dl, the patient was discharged after approximately 4¿5 hours of observation. After returning home, the cgm sensor was removed. At the time of reporting, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. After insulin administration, a repeat blood glucose checking was performed and it was reported to fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.